Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00613 and 00614. This event occurred in the (B)(6).

Event description:
Allegedly revised because of tibial component seen to be loose. An advance cck was implanted at the revision of the tkr.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.